Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had undergone two revision procedures. No further information was available at the time of report. Additional information stated the patient ¿ripped the battery pack out of his back¿ and required a revision surgery due to this. The patient noted it was his fault. A supplemental report will be filed if additional information is received.